Event description:
This is a spontaneous case report received from a lawyer / attorney, on behalf of a plaintiff in united states on 28-oct-2015 which refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) implanted into both her left and right fallopian tubes in (B)(6) 2008 for permanent sterilization. After procedure to implant the device, the plaintiff started experiencing severe constant daily pain, and severe bleeding. Since the device was implanted, the plaintiff had also suffered from heavy bleeding, constant pain, migraines, severe abdominal, ovarian and pelvic pain, sharp, stabbing pain, pain during intercourse, mental and emotional anguish. On (B)(6) 2015 consumer had a uterine ablation to control the heavy bleeding. Consumer did not become aware that essure was the cause of her above-described physical, emotional, and medical problems until 2015 when she learned, through internet research, of other women having similar issues. Product technical complaint (ptc) investigation result received on 17-nov-2015: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device for cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, a relationship between the reported medical events and a quality defect is excluded. Company causality comment: this non-medically confirmed case report was received via lawyer. It refers to a female consumer/plaintiff who had essure implanted in both fallopian tubes for permanent sterilization. Since insertion, she experienced severe bleeding (interpreted as genital bleeding). Seven years later, she had a uterine ablation to control the heavy bleeding. The genital bleeding is serious due to its medical importance and listed in the reference safety information for essure. Considering the nature of this event, the suggestive temporal relationship and lack of alternative explanation, the causal relationship between the genital bleeding and essure inserts cannot be excluded. This case is regarded as incident since an intervention was required to treat an essure-related event. Based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical events are not indicative of a quality deficit per se. In summary, a relationship between the reported medical events and a quality defect is excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow up information received on 20-apr-2016: legal claim was received for this patient; this case is considered legal case from this date forward. On or about (B)(6) 2008, the plaintiff underwent a hysteroscopic essure implant procedure with the hopes of accomplishing the same results as a standard ligation procedure without having to undergo surgery. After undergoing the procedure, she began experiencing long, heavier cycles that occurred irregularly. On or about (B)(6) 2014, the plaintiff sought medical treatment for the unnatural flank pain and irregular heavy cycles. According to the plaintiff, the flank pain began as a mild pinch but gradually increased in intensity. This pain reached a point that she had a difficult time living a normal, active life. On or about (B)(6)-2015, the plaintiff sought treatment again for the pain and irregular bleeding. On or about (B)(6)-2015, she underwent an ablation to cure what physicians diagnosed as: menorrhagia, dysmenorrhea and menometrorrhagia. At the reporting time, the plaintiff continued to suffer as a result of these devices, and yet to have them surgically removed. Company causality comment: this non-medically confirmed case report was received via lawyer. It refers to a female consumer/plaintiff who had essure implanted in both fallopian tubes for permanent sterilization. Since insertion, she experienced severe bleeding in long heavier cycles that occurred irregularly (interpreted as menorrhagia). Seven years later, she had a uterine ablation to control the heavy menstrual bleeding. Menorrhagia is serious due to its medical importance and listed in the reference safety information for essure. Considering the nature of this event, the suggestive temporal relationship and lack of alternative explanation, the causal relationship between the menorrhagia and essure inserts cannot be excluded. This case is regarded as incident since an intervention was required to treat an essure-related event. Based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical events are not indicative of a quality deficit per se. In summary, a relationship between the reported medical events and a quality defect is excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 17-nov-2015: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device for cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, a relationship between the reported medical events and a quality defect is excluded. Company causality comment: this non-medically confirmed case report was received via lawyer. It refers to a female consumer/plaintiff who had essure implanted in both fallopian tubes for permanent sterilization. Since insertion, she experienced severe bleeding (interpreted as genital bleeding). Seven years later, she had a uterine ablation to control the heavy bleeding. The genital bleeding is serious due to its medical importance and listed in the reference safety information for essure. Considering the nature of this event, the suggestive temporal relationship and lack of alternative explanation, the causal relationship between the genital bleeding and essure inserts cannot be excluded. This case is regarded as incident since an intervention was required to treat an essure-related event. Based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical events are not indicative of a quality deficit per se. In summary, a relationship between the reported medical events and a quality defect is excluded. Further information will be obtained through the litigation process.